Manufacturer narrative:
510(k): k192697 investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy peroral endoscopic myotomy (egd poem) procedure, four cook instinct plus endoscopic clipping devices were used. It was difficult to get the clips to deploy from the drive wires. When manipulating the devices to get the clips to deploy, extra bleeding occurred. The clips did eventually deploy. The procedure was successfully completed with competitive clips. Additional information received states that the clips were attached to tissue and difficult to deploy. An unintended section of the device did not remain inside the patient¿s body. The patient required additional clips due to this occurrence. According to the initial reporter, the patient experienced adverse effects due to this occurrence that were caused or contributed to by the product. Extra bleeding occurred.